Event description:
It was reported that during generator replacement surgery for end of service, the surgeon determined that the lead was broken. The surgeon explanted the generator and did not reimplant a new generator or lead. The surgeon informed the family that if they would like to continue with vns therapy he would refer the patient to another surgeon. No additional relevant information has been received to date.

Event description:
It was reported by the surgeon that high impedance was observed prior to surgery; however, the date was unknown. There was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.